Event description:
Lap sigmoid resection. Plcr60b was loaded onto plc60 and was connected. The device calibrated, closed, opened, closed and fired. After firing sequence, pc displayed "firing complete" but there were malformed staples observed.